Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected non-fasting blood glucose test result range is 130-170mg/dl. The customer feels well and did not report any symptoms and no medical attention is reported. The customer is currently taking medication/ metformin and insulin (lantus and novolog) to manage diabetes. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 46mg/dl and 46 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 2/13/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.